Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick; the pins in the power supply connector were pulled through the sleeve. The root cause for the recessed pins could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report the battery charger/ modem sn (B)(4) would not power on.